Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as burn-like skin irritation. The patient's physician advised to only wear the lifevest when the patient's skin is not irritated. The current condition of the irritation is unknown.